Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: eea31 was placed and fired properly. Pulled out of the cavity without any difficulties. After inspecting the donuts, it was noticed that distal donut was full, but the proximal was not complete. After a leak test, the leakage was discovered above the staple line on the posterior side. That piece of tissue had to be removed (with competitor's device) and the anastomosis was re-done with another competitor's device. The case was extended by more than 30 minutes. There was unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. An ileostomy was performed.